Event description:
It was reported that telemetry on the device was lost and data could not be collected. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated that the device was pre/approaching eri (elective replacement indicator). The daily trend in save to disk file (B)(4) data shows battery equal to 3.11 to 2.72 volts between (B)(6) 2011 and (B)(6) 2011, this is before device rrt (recommended replacement time) less than or equal to 2.62 volts.